Manufacturer narrative:
The injured emt received physical therapy and was on light duty for several days due to an injured back.

Event description:
The customer alleges that they were raising the cot with a patient and that the cot inadvertently dropped a position. The patient was not injured but one of the emt's reported that they injured their back from the incident.